Manufacturer narrative:
The device and lead remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing impedance measurements over the last months, up to greater than 2,000 ohms. Other parameters were stable and within normal range. It was also noted the associated cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in remaining longevity, from 2.5 years to 1.5 years in just a few months. Device data was submitted to technical services for review. Technical services reviewed device data. An increase in lv pacing thresholds was observed, which was mitigated by changing the pulse width of the ventricular output to 0.8ms, allowing to keep the threshold below 1v. Technical services recommended further troubleshooting the impedance observations on the lv lead by checking all lv vectors and configurations. Complete pacing impedance measurements as well as pacing thresholds in all configurations (i.e., bipolar, inverted bipolar, extended bipolar from lv tip, extended bipolar from rv ring, unipolar pacing from ring and unipolar pacing from tip). An x-ray was recommended to verify lead placement. Review of intrinsic electrograms to look for potential artifacts or farfield oversensing was also suggested. Engineering review of device data confirmed the battery depletion was normal, with normal power consumption noted. There were no device resets or abnormal faults recorded. No adverse patient effects were reported.